Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and fibroids. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) from (B)(6) 2009 to a (B)(6) 2010, nsaids (B)(6) 2010 to (B)(6) 2017 and paracetamol (acetaminophen) (B)(6) 2010to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), flatulence ("gas") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and back pain had resolved, the flatulence, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine and fatigue outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for pelvic, abdominal pain, menorrhagia, general abnormal bleeding. Current weight 185 lbs. Approx 3 coils were noted on both sides with retraction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Biopsy endometrium - on (B)(6) 2017: done because of heavy irregular bleeding. Hysterosalpingogram - on (B)(6) 2010: test is total bilateral occlusion, essure wires in place. Hysteroscopy - on (B)(6) 2010: essure devices were placed in each ostium, approx. 3 coils were noted on both sides. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Pathology test - on (B)(6) 2017: subserosal and intramural leiomyomata, up to 12 cm greatest dimension, diagnosis: benign secretory endometrium, benign endocervical polyp, benign fallopian tubes with benign paratubal cyst, negative for malignancy. Concerning the injuries reported in this case, the following ones were described in social media : flatulence. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding(vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, fatigue, weight gain, back pain. Reporter information, aka name, medical history, concomitant drug, lab data were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), flatulence ("gas"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the flatulence and psychological trauma outcome was unknown. The reporter considered abdominal pain, flatulence, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiffs received treatment for pelvic, abdominal pain, menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in social media : flatulence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, menorrhagia, general abnormal bleeding, psych injury. Reporter information, date of birth, events outcome were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and fibroids. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) from (B)(6) 2009 to (B)(6) 2010, nsaids (B)(6) 2010 to (B)(6) 2017 and paracetamol (acetaminophen) (B)(6) 2010 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), flatulence ("gas") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and back pain had resolved, the flatulence, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine and fatigue outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for pelvic, abdominal pain, menorrhagia, general abnormal bleeding. Current weight 185 lbs. Approx 3 coils were noted on both sides with retraction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Biopsy endometrium - on (B)(6) 2017: done because of heavy irregular bleeding. Hysterosalpingogram - on (B)(6) 2010: test is total bilateral occlusion, essure wires in place. Hysteroscopy - on (B)(6) 2010: essure devices were placed in each ostium, approx. 3 coils were noted on both sides. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Pathology test - on (B)(6) 2017: subserosal and intramural leiomyomata, up to 12 cm greatest dimension, diagnosis: benign secretory endometrium, benign endocervical polyp, benign fallopian tubes with benign paratubal cyst, negative for malignancy. Concerning the injuries reported in this case, the following ones were described in social media : flatulence. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Lot number: 717632 manufacture date: 2010-02 expiration date: 2013-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flatulence ("gas"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain and flatulence outcome was unknown. The reporter considered flatulence and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in social media : flatulence. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jun-2019: social media received. Reporter information were added. Event : gas were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.